Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 40mmh2o. The valve was hydrated for about 27 hours. The valve was visually inspected: as noted in the description the silicone housing was torn during ex-plantation, as well as needle holes in the needle chamber. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed. The valve passed the test no occlusion was noted. The valve was then pressure tested, the valve passed the test. The valve could not be leak tested, due to the torn silicone housing. The valve was not reflux tested due to the torn silicone housing. Review of the history device records confirmed the valve product code ns9008, with lot ctjbrg, conformed to the specifications when released to stock in 6th august 2015. No root cause could be determined, for the problem reported by the customer. The root cause for the torn silicone housing is due to user error. As noted in the IFU silicone has a low tear/cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via lp shunt to a male patient with trauma ((B)(6)). Doi and the initial setting pressure are unknown. Since the valve occlusion was suspected after implantation, the device was replaced with the competitor's one (medtronic strata) on (B)(6) 2016. The patient is currently being monitored. It was also reported that the sample to be returned got broken in the removal process. The surgeon requested to investigate whether biological debris was stuck in the cam of the valve.